Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient had to have their pump replaced. The cause was noted as a battery problem. It was noted the patient had been thrown into withdrawal without warning. The event date was unknown.